Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The target lesion was located in the ostium of the subclavian artery. A 55cm non bsc guide catheter and a .035 non bsc guide wire were used. An 8x37 express ld stent was deployed and post dilated with the delivery balloon. An express ld iliac / biliary 8.0x30x135cm stent was positioned in the ostium of subclavian artery when the stent dislodged from the balloon. The stent drifted further into the subclavian and was pulled back with a sterling balloon. The dislodged stent was then deployed in the previously placed 8x37 express ld stent with the sterling balloon. The physician attempted to place a third stent, but elected to end the procedure due to the patient's tortuous anatomy. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).